Event description:
The user facility reported the safety system was deformed. Follow-up communication with the user facility confirmed the following information: the safety cover was not activated and did not shield the tip of the inner needle when the medical staff removed the inner needle; no needle stick occurred; and no impact to the patient.

Manufacturer narrative:
(B)(4). This device was manufactured 09/19/2014 through 09/20/2014. The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the safety cover revealed there was no catheter. The safety cover shielded the tip of the inner needle normally. A microscopic inspection found no defective or deformation on the safety cover which may adversely affect the activation. The safety cover of the returned sample was placed with the inner needle hub and combined the safety cover of the returned sample and catheter of a retention sample. The inner needle was repeatedly removed 10 times, confirming the safety cover activated properly and shielded the inner needle correctly. A review of manufacturing and inspection records of the detector for safety cover deformation revealed no abnormality. A review of the device history records confirmed that there were no production related problems for this lot number. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is consisted with inner needle being removed at an extreme angle or rotating, and reinserting the inner needle into the catheter after the safety cover was activated. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not add some force (such as: pull, rotate, hook and attempt to re-insert a withdrawn needle) to the safety cover shielded the tip of the needle." "Dispose of the product immediately in the appropriate method after cover shielded the tip of the needle [if you do any of these, safety cover might break or come off, and possibly risk of needle-stick]. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).